Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Device still has not been returned.

Event description:
It was reported from (B)(6) that the patient called the hospital and reported an electrical fault alarm. The patient came to the hospital. Preliminary analysis of the log files confirmed the alarm. The facility exchanged the controller. Upon visual examination of the driveline discovered that one (1) pin in the driveline connector was slightly pulled back inside the housing and lost contact when the connector was manipulated. A manufacturer's representative went to the hospital and performed a splice repair of the driveline and replaced the connector without any problem. The patient had no physical problems during the "very short pump stops and is doing fine." There was no reported patient injury as a result of this event. The controller and the driveline connector that was removed in the splice repair will reportedly be returned to the manufacturer for evaluation but has not been received as of the date of the transmission of this report.